Event description:
It was reported that the patient had a revision due to not having good coverage. All three quad leads and the two bifurcated extensions were removed and replaced with two octad leads that directly connected to the existing ins. It was noted that one of the quads that was removed was visibly fractured on the end that fit into the extension. The patient hadn¿t reported any falls or trauma, and it was reported that the patient was getting stimulation coverage; just not as good as she wanted. The initial plan had been to revise and adjust the lead placement, but once they got in there and did testing they found the fracture and high impedances. It was later reported that following the procedure the patient was receiving effectivetherapy.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# v129426, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot# v008876, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot# j0102025v, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type lead. (B)(4).